Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were found needing replacement. A repair quote was given to the customer. Repair has not yet been completed.

Event description:
The customer reported the system displayed a pre-charge error code and thereby failed to boot up. No report of patient injury.